Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarm occurred, system check was started with tandem technical support (cts), however customer was unable to complete the check at the time of the call. Multiple follow attempts were made by tandem customer technical support (cts) to complete the check, however no response was received by the customer. No additional information was provided. Customer¿s blood glucose level was 212 mg/dl.